Event description:
On (B)(6) 2014 pt had anterior cervical spinal fusion with nuvasive implants. On (B)(6) 2014 pt taken back to surgery for removal of anterior cervical screw as it backed out of anterior plate.